Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The measuring of the laa was used via 3d transesophageal echocardiography (tee). The laa orifice width at widest point was 25.8mm, laa depth was 25.3mm, landing zone at widest point was 23.3mm, and landing zone at narrowest point was 16.2mm. Heparin was administered during the procedure, and the patient's activated clotting time (act) level was 287 seconds. The device was attempted for implant but was deemed as too large for the patient, so it was removed. A 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using another 14f amplatzer torqvue 45x45 delivery sheath. The device was successfully deployed in the laa. There were no adverse patient events reported during procedure. Following the procedure and prior to discharge, a transthoracic echocardiogram (tte) revealed that the amulet occluder had embolized and migrated to the left ventricle. The patient was referred for urgent removal of the device, which was successfully retrieved percutaneously. The cause of the embolization was unknown. The patient did not have any clinical signs or symptoms during or after this event. The patient remained in the hospital following this event.

Manufacturer narrative:
An event of the device embolized and migrating to the left ventricle was reported. The device was returned to abbott for investigation, and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The measuring of the laa was used via 3d transesophageal echocardiography (tee). The laa orifice width at widest point was 25.8mm, laa depth was 25.3mm, landing zone at widest point was 23.3mm, and landing zone at narrowest point was 16.2mm. Heparin was administered during the procedure, and the patient's activated clotting time (act) level was 287 seconds. The device was attempted for implant but was deemed as too large for the patient, so it was removed. A 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using another 14f amplatzer torqvue 45x45 delivery sheath. The device was successfully deployed in the laa. There were no adverse patient events reported during procedure. Following the procedure and prior to discharge, a transthoracic echocardiogram (tte) revealed that the amulet occluder had embolized and migrated to the left ventricle. The patient was referred for urgent removal of the device, which was successfully retrieved percutaneously. The cause of the embolization was unknown. The patient did not have any clinical signs or symptoms during or after this event. The patient remained in the hospital following this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.